Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was exposed to water and the touchscreen is now unresponsive to presses. Customer had elevated blood glucose levels (351 mg/dl). Customer reverted to manual injections to stabilize blood glucose levels, and for continued insulin therapy.